Event description:
It was reported that the patient was experiencing depressive symptoms and auditory hallucinations due to aggressive vns ramp up. Patient's medications were also changed. Vns settings were readjusted but patient is still having issues. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.